Manufacturer narrative:
Insulin pump down arrow button did not respond due to flattened button dome switch. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case near display window corners and cracked reservoir.

Event description:
It is reported that a customer received an alarm on their insulin pump. The pt's blood glucose level was 363 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.